Event description:
It was reported that a plate reduction wire broke during surgery a few months ago. The product was one of two possible part numbers, 02.111.500 or 02.111.501. No further information was provided.

Manufacturer narrative:
Device was used for treatment. Actual event date not known. Device is not distributed in the united states, but is similar to device marketed in the USA. As no lot number was provided, no device history record review can be performed. The device is not being returned for evaluation, no further information is available on this event. No further investigation can be performed.